Manufacturer narrative:
(B)(4). Mechanical (g04) - head. Corrected: d6b - it was confirmed through due diligence that this product was not removed during the revision procedure. Therefore, this date needs to be blank. Reported event was confirmed as the reported event is confirmed as the event was reported as non-compliance. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to patient non-compliance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031425, cr vivacit-e 36mm brng +3, lot # 65592709 catalog #: 110031400, mini tray +5mm cocr +0 offset, lot # 65765542 g2: austrailia h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03413 h3 other text : not returned

Event description:
It was reported patient underwent a shoulder arthroplasty approximately 3 months ago. Patient was revised of previous srs rsa. Patient has dislocated anteriorly some time ago, and has presented to the hospital for follow up with the surgeon. Surgeon attempted a closed reduction with no success, and a surgery date was set. Patient has been described as unhealthy and non-compliant during rehab. During revision surgery, the total construct was unable to be reduced, so the mini humeral tray and poly were removed and replaced with a smaller height total construct, without revision of any humeral stem components or glenoid components. Attempts have been made and there is no further information at this time.